Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the surgeon cut the stomach with the device and the gold reload. After the first firing, the jaw wasn't opened, never the less he used the reverse button. Eventually he used the manual override. He finished the surgery with the second device which was a different lot number. But the cut line and staple formation were good. There were no adverse consequences for the patient reported.